Manufacturer narrative:
The patient age/date of birth was not provided. (B)(4). Approximate age of device ¿ 8.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a cerebral vascular accident/transient ischemic attack on an unspecified day in (B)(6) 2015. Additional information was requested but has not been provided. On (B)(6) 2016, the patient was transplanted.

Manufacturer narrative:
The evaluation of the returned pump revealed no device related issues. A direct correlation between the reported event and the device could not be determined. Examination of the returned portions of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Examination of the device did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.